Event description:
It was reported the colonovideoscope displayed a b30 error. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via email. During troubleshooting, one scope reproduced the b30 error. After powering down the tower and testing with another scope, the system functioned normally, isolating the issue to the original scope. The affected scope was cleaned with 70% isopropyl alcohol and retested; however, the b30 error persisted. The customer was advised that the scope requires repair and was transferred to the repair team to initiate the process. The customer informed tac of the event. The device will not be returned to olympus for evaluation.